Event description:
It was reported that the patient presented for follow-up in the clinic. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing, which resulted in pacing inhibition. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Final analysis an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.